Manufacturer narrative:
(B)(4). Date sent to the FDA 3/30/2021. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 ¿ conforming device. Additional h3 investigation summary: complaint sample: one opened unit of code nw838/ lot v0002 was received for investigation. Complaint sample was consisting of suture, needle, zipper tray and lid. Since the complaint sample was received in open condition further investigation on complaint sample could not be performed except visual inspection. Complaint sample suture was visually inspected under magnification and observed to be rough at various places. Punching and press marks were observed at one end of suture which indicated the probability of suture handling and dispensing with force. Sharp cut edge was also observed on the suture indicating the probability of usage of sharp object while suture handling. Retain sample evaluation: five retain samples of incident code nw838 and lot number v0002 was retrieved for analysis. The primary packs of retain samples were visually inspected for attribute defects like pseudo seal, pin hole, product in seal, press marks on pack but no such defects were observed. The primary packs were opened, and sutures and needles were found intact. The sutures were physically inspected for any attribute defects like kinks, weak spots, broken piece, fray, brittleness, detached needles but no such defects were observed. The needles were inspected for any attribute defects like bend, cracked barrel, fins but no such defects were observed. The retain samples were tested for knot pull tensile strength & needle pull test and found to meet the specification. As a part of further investigation batch manufacturing record was reviewed. The batch manufacturing record was reviewed for any process deviation, but no deviation was observed. Finished good record was reviewed for tensile strength value and needle pull-off value at release and found to meet the specification. From the batch card review, it was observed that there was no issue related to the suture processing of this incident lot. Knot pull tensile strength test was performed over five retain samples to check the behavior of the suture material. The average knot pull tensile strength value of the retain sample met the usp average knot pull tensile strength requirement. All the individual as well as average knot pull tensile strength values were found to meet the usp specification requirements. This analysis shows that there was no issue related to processing of the lot. All the values are within the control limits.

Manufacturer narrative:
Product complaint # (B)(4). DHR: nw838/v0002. Batch manufacturing records of nw838/v0002 was reviewed for any process deviation but no deviation was observed. Finished goods tests reports was reviewed for tensile strength value and needle pull-off value found to meet the specification requirement. Note: events reported in 2210968-2021-01930. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what tissue was being approximated or sutured when it broke? What was being done when the suture broke (e.g. Removal from package, during passage through tissue, during tying, post-op, etc.)? What was used to complete the procedure? Procedure name and date? Were there any patient consequences? Could you please confirm the device's availability for return? If it's available, please provide the device return status/follow up. Answer- bowel; issue was with suture tensile strength, it broke during knotting; pds was used to complete the procedure; distal gastrectomy performed on (B)(6) but we came to know on (B)(6) on our visit; no adverse patient consequence. Device is available, pcf deferred due to quarantine restrictions.

Event description:
It was reported that a patient underwent a gastrectomy procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke during knotting. Another like device was used to complete the procedure. There were no adverse events or patient consequences reported. Additional information was requested.